Manufacturer narrative:
A maquet field service engineer (fse) evaluated the device. During the investigation of the fse the error message "run-away" could not be reproduced. Using another rotaflow drive (rfd) unit the rotaflow console (rfc) in question could be successfully tested to manufacturer specifications and no malfunction can be confirmed. The manufacturer was informed that the rotaflow console will not be available to be returned for further evaluation. The manufacturer has received the reported rotaflow drive for evaluation. The evaluation of the rotaflow drive showed no malfunction of the device. During the evaluation it was also attempted to force a "run_away" error message without success. In addition it was noticed during the evaluation of the rotaflow drive, that the connector cable as well as the holder show extensive signs of wear and tear. This can be attributed to the age of the device as well as to a mishandling of the device by the user. The functionality of the device itself however is not affected. The connector cable as well as the holder will need to be replaced before the device will be returned. All steps were initiated to perform the necessary replacements on the device. The device will be returned to the customer after the repair was successfully performed. Based on the information available to the manufacturer at this time a malfunction of the devices (both console and component drive) cannot be confirmed.

Event description:
Additional information was provided to the manufacturer on 2016-05-31: the "free" mode is always used during ECMO. It is the small secondary roller pump (used for the restitution of the aspiration to the reservoir) which is enslaved to the level to avoid air entry from the reservoir to the ECMO circuit. No action was done because the situation has returned to normal a few seconds after the event. (B)(4).

Manufacturer narrative:
On 03/09/2016 09:15 am (gmt-5:00) added by (B)(6): (B)(4). A maquet field service engineer (fse) evaluated the device. During the investigation, the error message "run-away" could not be reproduced. The manufacturer requested the rotaflow console and drive for additional investigation, as well as additional information on the event. A supplemental report will be provided if additional information becomes available.

Event description:
On 03/09/2016 09:07 am (gmt-5:00) added by (B)(6): it was reported that during use on a (B)(6) patient hospitalized for aortic valve replacement, the rotaflow console displayed the error message "run-away" for few seconds (4-5 seconds) during an extracorporeal circulation. Following this incident, massive presence of air in the venous filter, located upstream of the pump, was noticed. No clinical consequence was reported. (B)(4)